Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A purchasing agent reported that following an intraocular lens (iol) procedure, the patient experienced residual astigmatism . The lens was exchanged for a different lens two months after initial implantation.

Manufacturer narrative:
Product evaluation: the iol was returned for analysis and the reported complaint could not be confirmed. Additional observations were as follows: iol returned in two(2) segments in a clear zip lock bag. Solution is dried on the iol. One haptic and approximately 50% of the optic are broken/torn and not returned. There are fibers present on the iol. Optical power & resolution could not be verified due to the extensive optic damage. The root cause for the reported complaint "residual astigmatism" could not be determined. An impact to the visual acuity of the patient cannot be verified by examination of the returned product. Power and resolution testing could not be conducted due to the optic damage. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).